Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('tubal perforation/the intratubal coiled wire was seen in a sub serosal location over the left fallopian tube through laparoscopy./the unequivocal presence of the wire in this abnormal location'), genital haemorrhage ('abnormal bleeding (general) / bleeding') and uterine haemorrhage ('abnormal uterine bleeding') in a 25-year-old female patient who had essure (batch no. 794894) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included postpartum depression, viral infection, abdominal pain lower, burning micturition, urinary retention, vulvovaginitis, glycosuria, fetal growth retardation, spotting vaginal, anemia, flu, nausea, hives, lower abdominal pain, dizzy, nervousness, diarrhea, vomiting, sore throat, back pain, night sweats, hot flashes, vaginal dryness, vaginal yeast infection, breast cancer, itching, lower extremity mass, abscess (incision and drainage was performed.), threatened abortion, intra-abdominal bleeding, vulvovaginitis, shaking inside, difficulty breathing, pap smear abnormal, vaginal pain and allergic reaction to antibiotics. Bilateral surgical coils are seen outlining fallopian tubes. In the lower pelvis, no mass or other focal abnormality is seen by plain film. Post complicated essure coil placement with irregularly heavy cycles that are unacceptable to the patient and persistent chronic pelvic pain thought most likely secondary to difficult coil placement. The operative notes suggest that 2 coils were placed on each side with some difficulty in placement. Bilateral ostea were easily visualized and coils were visible but not countable at the bilateral ostea. Previously administered products included for birth control: ortho tri cyclen until april 2010, depo and oral contraceptive; for an unreported indication: prenatal vitamin from (B)(6) 2009 to (B)(6) 2011, ambien on (B)(6) 2010, rhogam, flagyl, erythromycin, vicodin and multivitamins. Concurrent conditions included breast pain. Concomitant products included amoxicillin (amoxil), clindamycin since (B)(6) 2011, hydrocodone bitartrate;paracetamol (vicodin) since (B)(6) 2011, ibuprofen since (B)(6) 2011, lithium, metronidazole (flagyl) since (B)(6) 2011 and sertraline hydrochloride (zoloft) from (B)(6) 2010 to (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain / pain right sided pelvic pain"), pollakiuria ("bladder or urinary problems or changes-urinary frequency") and micturition urgency ("bladder or urinary problems or changes-urinary urgency"), 24 days after insertion of essure. On (B)(6) 2011, the patient experienced alopecia ("hair loss"). On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), cystitis ("tract/vaginal) type: bladder"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) - vaginitis") and menstrual disorder ("abnormal periods"). The patient was treated with metronidazole (metrogel) and surgery (hysterectomy (partial), laparoscopic assisted vaginal hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, uterine haemorrhage, pelvic pain, vaginal haemorrhage, cystitis, pollakiuria, micturition urgency, dysmenorrhoea, dyspareunia, alopecia, vaginal discharge and vaginal infection outcome was unknown and the genital haemorrhage, menorrhagia, urinary tract infection and menstrual disorder had resolved. The reporter considered alopecia, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, micturition urgency, pelvic pain, pollakiuria, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy in insertion date (B)(6) 2011 and (B)(6) 2011. Possibility of surgical induced menopause. 2 coils were placed on each side with some difficulty in placement. The patient's symptoms of pain and bleeding are noted since that procedure. Both the right and left fallopian tubes have intraluminal twisted metal wires. 4 essure coil visible and tube termination left diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: susceptible for recently ruptured ovarian cysts.. Urine analysis - on an unknown date: sensitivity.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: vaginal bleeding, pelvic pain, vaginal discharge, vaginal infection, uterine bleeding. Concerning the injuries reported in this case, the following one was reported via medical records: tubal perforation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('tubal perforation/the intratubal coiled wire was seen in a sub serosal location over the left fallopian tube through laparoscopy./the unequivocal presence of the wire in this abnormal location'), genital haemorrhage ('abnormal bleeding (general) / bleeding') and uterine haemorrhage ('abnormal uterine bleeding') in a 25-year-old female patient who had essure (batch no. 794894) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included postpartum depression, viral infection, abdominal pain lower, burning micturition, urinary retention, vulvovaginitis, glycosuria, fetal growth retardation, spotting vaginal, anemia, flu, nausea, hives, lower abdominal pain, dizzy, nervousness, diarrhea, vomiting, sore throat, back pain, night sweats, hot flashes, vaginal dryness, vaginal yeast infection, breast cancer, itching, lower extremity mass, abscess (incision and drainage was performed.), threatened abortion, intra-abdominal bleeding, vulvovaginitis, shaking inside, difficulty breathing, pap smear abnormal, vaginal pain and allergic reaction to antibiotics. Bilateral surgical coils are seen outlining fallopian tubes. In the lower pelvis, no mass or other focal abnormality is seen by plain film. Post complicated essure coil placement with irregularly heavy cycles that are unacceptable to the patient and persistent chronic pelvic pain thought most likely secondary to difficult coil placement. The operative notes suggest that 2 coils were placed on each side with some difficulty in placement. Bilateral ostea were easily visualized and coils were visible but not countable at the bilateral ostea. Previously administered products included for birth control: ortho tri cyclen until (B)(6) 2010, oral contraceptive and depo; for an unreported indication: prenatal vitamin from (B)(6) 2009 to (B)(6) 2011, ambien on (B)(6) 2010, rhogam, flagyl, erythromycin, vicodin and multivitamins. Concurrent conditions included breast pain. Concomitant products included amoxicillin (amoxil), clindamycin since (B)(6) 2011, hydrocodone bitartrate;paracetamol (vicodin) since (B)(6) 2011, ibuprofen since (B)(6) 2011, lithium, metronidazole (flagyl) since (B)(6) 2011 and sertraline hydrochloride (zoloft) from (B)(6) 2010 to (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain / pain right sided pelvic pain"), pollakiuria ("bladder or urinary problems or changes-urinary frequency") and micturition urgency ("bladder or urinary problems or changes-urinary urgency"), 24 days after insertion of essure. On (B)(6) 2011, the patient experienced alopecia ("hair loss"). On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinarytract/vaginal) type: uti"), cystitis ("tract/vaginal) type: bladder"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) - vaginitis"), menstrual disorder ("abnormal periods"), abdominal pain ("abdominal pain") and urinary tract disorder ("urinary tract disorder"). The patient was treated with metronidazole (metrogel) and surgery (hysterectomy (partial), laparoscopic assisted vaginall hysterectomy bilateral salphingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, uterine haemorrhage, pelvic pain, vaginal haemorrhage, cystitis, pollakiuria, micturition urgency, dysmenorrhoea, dyspareunia, alopecia, vaginal discharge, vaginal infection, abdominal pain and urinary tract disorder outcome was unknown and the genital haemorrhage, menorrhagia, urinary tract infection and menstrual disorder had resolved. The reporter considered abdominal pain, alopecia, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, micturition urgency, pelvic pain, pollakiuria, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy in insertion date (B)(6) 2011 and (B)(6) 2011. Possibility of surgical induced menopause. 2 coils were placed on each side with some difficulty in placement. The patient's symptoms of pain and bleeding are noted since that procedure. Both the right and left fallopian tubes have intraluminal twisted metal wires. 4 essure coil visible and tube termination left diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: susceptible for recently ruptured ovarian cysts.. Urine analysis - on an unknown date: sensitivity.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: vaginal bleeding, pelvic pain, vaginal discharge, vaginal infection, uterine bleeding. Concerning the injuries reported in this case, the following one was reported via medical records: tubal perforation. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Events abdominal pain and urinary tract disorder added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('tubal perforation/the intratubal coiled wire was seen in a sub serosal location over the left fallopian tube through laparoscopy./the unequivocal presence of the wire in this abnormal location'), genital haemorrhage ('abnormal bleeding (general) / bleeding') and uterine haemorrhage ('abnormal uterine bleeding') in a (B)(6)-year-old female patient who had essure (batch no. 794894) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included postpartum depression, viral infection, abdominal pain lower, burning micturition, urinary retention, vulvovaginal candidiasis, glycosuria, fetal growth retardation, spotting vaginal, anemia, flu, nausea, hives, lower abdominal pain, dizzy, nervousness, diarrhea, vomiting, sore throat, back pain, night sweats, hot flashes, vaginal dryness, vaginal yeast infection, breast cancer, itching, lower extremity mass, abscess (incision and drainage was performed.), threatened abortion, intra-abdominal bleeding, vulvovaginitis, shaking inside, difficulty breathing, pap smear abnormal, vaginal pain and allergic reaction to antibiotics. Bilateral surgical coils are seen outlining fallopian tubes. In the lower pelvis, no mass or other focal abnormality is seen by plain film. Post complicated essure coil placement with irregularly heavy cycles that are unacceptable to the patient and persistent chronic pelvic pain thought most likely secondary to difficult coil placement. The operative notes suggest that 2 coils were placed on each side with some difficulty in placement. Bilateral ostea were easily visualized and coils were visible but not countable at the bilateral ostea. Previously administered products included for birth control: ortho tri cyclen until (B)(6) 2010, depo and oral contraceptive; for an unreported indication: prenatal vitamin from 1(B)(6) 2009 to (B)(6) 2011, ambien on (B)(6) 2010, rhogam, flagyl, erythromycin, vicodin and multivitamins. Concurrent conditions included breast pain. Concomitant products included amoxicillin (amoxil), clindamycin since (B)(6) 2011, hydrocodone bitartrate;paracetamol (vicodin) since (B)(6) 2011, ibuprofen since (B)(6) 2011, lithium, metronidazole (flagyl) since (B)(6) 2011 and sertraline hydrochloride (zoloft) from (B)(6) 2010 to (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain / pain right sided pelvic pain"), genital haemorrhage (seriousness criterion medically significant), pollakiuria ("bladder or urinary problems or changes-urinary frequency") and micturition urgency ("bladder or urinary problems or changes-urinary urgency"), 24 days after insertion of essure. On (B)(6) 2011, the patient experienced alopecia ("hair loss"). On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), cystitis ("tract/vaginal) type: bladder"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) - vaginitis") and menstrual disorder ("abnormal periods"). The patient was treated with metronidazole (metrogel) and surgery (hysterectomy (partial), laparoscopic assisted vaginal hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, pelvic pain, uterine haemorrhage, vaginal haemorrhage, cystitis, pollakiuria, micturition urgency, dysmenorrhoea, dyspareunia, alopecia, vaginal discharge and vaginal infection outcome was unknown and the genital haemorrhage, menorrhagia, urinary tract infection and menstrual disorder had resolved. The reporter considered alopecia, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, micturition urgency, pelvic pain, pollakiuria, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy in insertion date (B)(6) 2011 and (B)(6) 2011. Possibility of surgical induced menopause. 2 coils were placed on each side with some difficulty in placement. The patient's symptoms of pain and bleeding are noted since that procedure. Both the right and left fallopian tubes have intraluminal twisted metal wires. 4 essure coil visible and tube termination left. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: susceptible for recently ruptured ovarian cysts.. Urine analysis - on an unknown date: sensitivity. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: vaginal bleeding, pelvic pain, vaginal discharge, vaginal infection, uterine bleeding. Concerning the injuries reported in this case, the following one was reported via medical records: tubal perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2019: pfs and mr received: case become incident. Lot number was added. Previously reported event "injury nos" replaced with new events: tubal perforation, abnormal uterine bleeding, menorrhagia, abnormal bleeding (vaginal), infection: uti and bladder, urinary frequency and urgency, dysmenorrhea, dyspareunia, hair loss, pelvic pain female, vaginal discharge, genital bleeding, vaginitis, vaginal infection, abnormal periods, were added. Onset date, medical history and concomitant conditions, historical drugs concomitant drugs were added. Reporter causality comments were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.